Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose level was 304 mg/dl. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.